Event description:
Medtronic received information that dose log/report data inaccuracy occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Serial number: (B)(4). Software version: 3.8.5. Color: blue. Battery life remaining: <11 months. The inpen screw retracts when dialing and advances when turning dose knob to the 0 mark and resistance while dispensing due to dust/debris under the dose button, on washer, on the dose detent and dose knob. However, after attempting several times dispensing doses the debris got dislodged and inpen function properly. Unit paired successfully to commercial app. My inpen menu displayed: the following test values were dialed and dosed: 4.0u, 4.0u, 4.0u, 4.0u and 16.0u. All values displayed accurately in the logbook. The patient complaint of dose log inaccuracies could not be confirmed. No physical damage to injection foot or inpen was noted.